Manufacturer narrative:
The device was evaluated by an independent third party, as well as the zoll united kingdom facility's tech service department. The evaluation was unable to duplicate the reported malfunction. The evaluation determined that there was physical damage and abrasions to the gel guard around the sternum paddle, suggesting that the paddle had been dropped. In addition, during testing it was observed that the discharge buttons on the device paddles were worn, most likely due to normal wear and tear. This would have resulted in additional pressure being required to discharge the paddles, although the paddles were still functional and were able to discharge during testing. A combination of factors may have contributed to the reported event. These factors included the required contact pressure necessary to discharge the paddles and the worn condition of the discharge buttons. The device paddles were replaced and the device was returned to the customer. The initial report in section "b4" that the "date of this report" was 2/17/1998, when in fact the "date of this report" should have been entered as 1/19/1998. This report is correcting the info contained in section "b4".

Event description:
Complainant alleged that the ccu staff was attempting to deliver a 200 joule shock to a male pt (age unk) who was in ventricular fibrillation, but the device would not discharge. The staff was able to obtain another device to defibrillate the pt. The pt subsequently expired. The complainant indicated that the pe outcome was not as a result of the reported malfunction.